Manufacturer narrative:
(B)(4). Batch # r94t1g. Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand-piece and functionality tested on a gen11. An alert screen was displayed which was replace instrument / end of life. Then the buttons were tested and they functioned as expected. No "continuous activation" was noted. When the device was disassembled to inspect the internal components, nothing was found. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating to replace the instrument. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a semi-open pneumonectomy procedure, the device continued activating, though the surgeon took a finger off of the hand switch. The activation sound also kept occurring. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. .